Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic hepatectomy surgery, after firing, staples were malformed. Changed to a new device to complete the surgery. There was no patient consequence reported. No additional information can be provided.